Event description:
New information received the patient's pacemaker was explanted and replaced. The patient was stable throughout procedure.

Manufacturer narrative:
The reported event of device in backup operation was confirmed. The device was received in backup mode triggered by code corruption which was caused by unknown source. The device battery was at end of service level. The device was restored from backup mode, after replacing the battery, and functional testing was performed with results indicating normal functionality. Output parameters were evaluated and found to be normal. Additionally, the device was monitored for several days with load and interrogated daily, results were normal. Longevity assessment was performed, and the device exceeded projected longevity based on field settings indicating normal battery depletion. Despite extensive testing, the cause of code corruption could not be determined.

Event description:
It was reported that the patient's pacemaker was found in backup operation. No programming changes were made. The patient was stable throughout.